Event description:
New information received that the patient presented via merlin. Net and the patient was stable throughout.

Manufacturer narrative:
New information received that insertable cardiac monitor (icm) over sensing issue was discovered remotely and the patient was stable throughout. The event date, facility and physician involved were updated accordingly.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited over sensing. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.